Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance during surgical setup to regarding a non-recoverable error 95. The customer performed a hard reboot on the da vinci system, but the error persisted. Tse confirmed the error was being reported by the video processor and reviewed that it was associated with a high-temperature condition. The customer then elected to bring in another vision side tower or move to another operating room/ da vinci system. There was no patient involvement at the time of the reported event. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor (vp). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.